Event description:
The customer reported that the system had a communication error which caused them to have to reboot the c-arm. This caused an intermittent, recoverable loss of imaging functionality. There is no report of injury or death.

Manufacturer narrative:
A ge service rep performed an investigation. The reported issue could not be duplicated. On site investigation revealed that no cause could be determined. The system was tested and found to be working as intended and put back into service.